Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she experienced a high blood glucose of over 600 mg/dl, which she attributed to pinched tubing because she wore a back brace all day. The customer stated, she took 10 units of insulin several times before she went to sleep. The next day, (B)(6) 2014, her blood glucose was fine in the morning and then went up to 600 mg/dl, which she treated with the insulin pump. Her symptoms included thirst and vomiting. The customer could not continue troubleshooting as she was not feeling well. She took 6.3 units of insulin at 1:45 pm, checked her blood glucose at 2:32 pm, at which time it was at 599 mg/dl. The customer vomited and treated with another 10 unit insulin injection. Emergency medical services were called. Troubleshooting was continued on (B)(6) 2014. At this point, the customer's blood glucose was 165 mg/dl. The drive support cap appeared normal. No bubbles were found in the tubing, ...